Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroids in the uterus"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy and a bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant hyperthermia, obstructive sleep apnea syndrome, carpal tunnel release, diverticulosis, peptic ulcer disease, back pain, cesarean section, wisdom teeth removal and heartbeats irregular. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included fibromyalgia, hypothyroidism, herniated disc, irritable bowel syndrome, gerd, acid reflux (oesophageal), essential hypertension, myalgia, myositis, osteoarthrosis, rheumatoid arthritis, mastoiditis, pansinusitis, spondylosis, tobacco use disorder, premature ventricular contractions, temporomandibular joint disorder, pelvic peritoneal adhesions and nausea. Concomitant products included abatacept (orencia), cetirizine hydrochloride (cetrizine), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fexofenadine, levothyroxine, milnacipran hydrochloride (savella), naproxen sodium and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 24 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids in the uterus,uterus fibroids"). The patient was treated with chlorzoxazone, milnacipran, omeprazole, ranitidine and surgery (hysterectomy full, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the uterine leiomyoma, migraine, allergy to metals, depression, anxiety, fatigue, weight increased and endometriosis outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs. One coil present on right side and four coils present on left side. She had been treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the events pertaining to pain and bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant hyperthermia, obstructive sleep apnea syndrome, carpal tunnel release, diverticulosis, peptic ulcer disease, back pain, cesarean section, wisdom teeth removal and heartbeats irregular. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included fibromyalgia, hypothyroidism, herniated disc, irritable bowel syndrome, gerd, acid reflux (oesophageal), essential hypertension, myalgia, myositis, osteoarthrosis, rheumatoid arthritis, mastoiditis, pansinusitis, spondylosis, tobacco use disorder, premature ventricular contractions, temporomandibular joint disorder, pelvic peritoneal adhesions and nausea. Concomitant products included abatacept (orencia), cetirizine hydrochloride (cetrizine), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fexofenadine, levothyroxine, milnacipran hydrochloride (savella), naproxen sodium and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 24 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids in the uterus,uterus fibroids"). The patient was treated with chlorzoxazone, milnacipran, omeprazole, ranitidine and surgery (hysterectomy full, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the uterine leiomyoma, migraine, allergy to metals, depression, anxiety, fatigue, weight increased and endometriosis outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs. One coil present on right side and four coils present on left side. She had been treated for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant hyperthermia, obstructive sleep apnea syndrome, carpal tunnel release, diverticulosis, peptic ulcer disease, back pain, cesarean section, wisdom teeth removal and heartbeats irregular. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included fibromyalgia, hypothyroidism, herniated disc, irritable bowel syndrome, gerd, acid reflux (oesophageal), essential hypertension, myalgia, myositis, osteoarthrosis, rheumatoid arthritis, mastoiditis, pansinusitis, spondylosis, tobacco use disorder, premature ventricular contractions, temporomandibular joint disorder, pelvic peritoneal adhesions and nausea. Concomitant products included abatacept (orencia), cetirizine hydrochloride (cetrizine), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), fexofenadine, levothyroxine, milnacipran hydrochloride (savella), naproxen sodium and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 24 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids in the uterus,uterus fibroids"). The patient was treated with chlorzoxazone, milnacipran, omeprazole, ranitidine and surgery (hysterectomy full, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the uterine leiomyoma, migraine, allergy to metals, depression, anxiety, fatigue, weight increased and endometriosis outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs. One coil present on right side and four coils present on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received : following events were added : abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, depression, mental anguish, fatigue, weight gain, endometriosis. Outcome of the event pelvic pain was changed from unknown to recovering/resolving and that of dysmenorrhea was changed from unknown to recovered/resolved. Reporter information added. Concomitant conditions added. Concomitant products,treatment drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.